Event description:
It was reported that a wire detachment occurred. The target lesion was located in the coronary artery. A rotawire drive was selected for use. During procedure, it was noted that a part of the wire broke off in the body. The procedure was completed with another of the same device. There were no patient complications.